Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with manual injection. Customer reported they have a backup plan available. Customer doesn't want to continue troubleshooting for high blood glucose. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown. The customer stated that her pump got wet while on vacation, she kept it on the cooler. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened up arrow button, escape button and act button dome switches. No button error alarm noted during our testing. The keypad connector was fully locked. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.